Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were found to be intact and all setscrews moved freely. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The atrial seal plugs were then removed to further inspect the port. Both the setscrews and terminal connector blocks were normal and there was no sign of cross threading. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of experiencing difficulty engaging the setscrew and out of range pacing impedances. This device met all specifications and is operating as designed.

Event description:
Boston scientific crm received information that after the implantation of this implantable cardioverter defibrillator (ICD), the right ventricular pacing and threshold measurements had increased and there were numerous stored episodes in the memory. In addition, a competitor's right atrial lead also presented with abnormal measurements, and an x-ray revealed that the ra lead had dislodged. A lead revision was performed to reposition the dislodged competitor lead. Both the ra and rv leads were disconnected and re-tested on the pacing system analyzer. They were then successfully re-connected to the header of the ICD and measurements were then taken for 30 minutes to ensure that both leads were stable. After the revision, the x-ray that determined the lead dislodgment was submitted to technical services for analysis of the ICD's header. Engineering analyzed the x-ray and revealed that one of the set screws for the right ventricular lead on the ICD had not been in the down position. This setscrew was successfully re-secured during the lead revision, and the device remained implanted. At a later date, this ICD was explanted and returned to boston scientific for disposal.